Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 7072314.

Event description:
It was reported that the patients thoracic paddle lead had pulled out of the epidural space. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.